Event description:
Setting up procedure room 4 for first case of day, foot water pedal would not work- no water flow erbeflo clever cap tubing for olympus scopes changed to new tubing of the same manufacture. This tubing functioned properly with the same foot water pedal. It was the first tubing not functioning the foot water pedal had no issue. Manufacturer response for tubing, erbeflo clever cap (per site reporter) product handled by site.